Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the sculpt mode of a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power. Two different handpieces were tried with no resolution to the issue. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system and two phaco handpiece were examined and the reported event was not replicated. The handpieces and system were found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 28, 2014. Based on qa assessment, the product met specifications at the time of release. The equipment was found to meet specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).